Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was one grip that was bent, which was causing side to side misalignment of grips. There was an 0.12 offset at the tips. The bent grip had a separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity testing was performed and passed. Additional observation not reported by the customer was main tube damage. The main tube had multiple deep scratches at the distal end of the main tube with materials removed at the distal end. Evidence not conclusive, but bent grip damage likely due to mishandling. Evidence not conclusive, but damage is likely caused by excess force contact on the main tube surface. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si surgical procedure, the jaws on the precise bipolar forceps instrument became misaligned. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.